Event description:
A patient reported experiencing inaccurate high results with a one touch basic enhanced meter. The patient's blood glucose results were 550 mg/dl, 444 mg/dl, 380 mg/dl. Tests were done within < 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.